Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for normal generator replacement procedure; it was noted prior to procedure that the pulse generator exhibited backup vvi operation, which was suspected to have been caused by electromagnetic interference. It was noted that a device software download was attempted. The patient¿s condition post procedure was stable. No further information was reported.